Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
.Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 241.4130 on their 8100. Failure device type: failure problem type: failure mode: case resolution: customer informed me when they perform the analog sensors test, the reading is .8 to .9 volts. Informed customer this looks good, but to now load a set and close the door. Readings should be between 1.8 and 2.8 volts. Patient side is 2.2v and bottle side is 4.9v. Recommended customer replace bottle side pressure sensor. Customer requests to send in for repair. - transferred to repair team for further assistance. Ended call. Ref: (B)(4).